Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the device was removed and replaced due to pain. Thought it was too thick and went to a narrow. The patient noted that the cylinders were too big and causing him pain radially (on sides). There was no sign of pain, but was treated like an infection with a washout. Because it was implanted only a month ago, it was seamless with no issues with capsulation.

Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time. H3 other text : device was not returned.

Event description:
This follow-up MDR is created to document the additional event information received for record#: (B)(4). According to the available information the inflatable penile prosthesis was implanted on (B)(6) 2020 and removed / replaced on (B)(6) 2020 due to pain. Additional information received from the clinical sales representative indicated that the device was removed and replaced due to pain. ¿thought it was too thick and went to a narrow.¿ ¿the patient noted that the cylinders were too big and causing him pain radially (on sides). There was no sign of pain, but was treated like an infection with a washout. Because it was implanted only a month ago, it was seamless with no issues with capsulation.¿ the device was not received for evaluation. As examination of the device may not conclusively confirm or disprove the report of pain, incorrect sizing quality accepts the physician¿s observations as to the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot.